Event description:
The customer reported that she did not feel the cannula insert into her skin.

Manufacturer narrative:
The device was not returning for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.